Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella rp flex was inserted via the right femoral vein to support the 83 year old patient who had been admitted in with pulmonary embolism, presenting in scai stage e shock. The underlying medical history was not shared. The rp flex was supporting when due to bleeding from undocumented/unknown site there was blood products infused to the patient on the second day of support. Also on the second day the patient condition deteriorated and the patient suffered from a cardiac arrest. While doing chest compressions the pump migrated out and to the right ventricle. Due to the malpositioning the pump was explanted and replaced by a new rp flex pump. The impella rp flex device was exchanged for impella rp flex without any observed impact on the patient¿s hemodynamic status. While on support the device functioned as expected, p-7 with 3.2l/min flow with d5w with sodium bicarbonate in the purge solution.